Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative that a proximal catheter revision kit was implanted on (B)(6) 2016 but the used by date (ubd) was (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Indication for use was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.